Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had been having high blood glucose for the last 4 weeks. Customer stated that he went to the doctor and they said to give it a few more days before calling to get a new pump. Customer's blood glucose was 500 mg/dl at the time of the incident. Customer's current blood glucose was 378 mg/dl. Customer stated that he does have shots. Customer found no air bubbles in the tubing and reservoir. Customer reported that the insulin exited at the quick release. Customer stated that he smelled insulin coming from the inside of the pump when he took the reservoir out. Customer stated that it is a strong odor. Customer stated that the black ring at the bottom of the reservoir compartment was full of liquid. Customer mentioned that his basal rate was increased a little bit by his doctor. The pump did not pass the high pressure test and no alarm was triggered. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.